Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information, but the malfunction persisted, so a replacement pump was arranged. The customer was instructed to use mdi as a backup therapy and advised on returning the faulty pump. The replacement pump will arrive with updated software, and training will be available online.